Event description:
It was reported, a 71 yo female, who had an initial left knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2022, approximately 5 years 10 months post the initial implant procedure for unknown reasons. Poly swap was performed. The patient was last known to be in stable condition following the event. The product is not returning as the hospital refused release of the implant.

Manufacturer narrative:
No device return anticipated due to the hospital refused to return. Concomitant medical products: 02-010-03-0225 - logic cr femoral cem, left sz 2.5, sn: (B)(4), 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, sn: (B)(4), 200-02-32 - three peg patella 32mm sn: (B)(4). Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
The reason for the revision procedure provided was the poly recall.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported.